Event description:
The reporter contacted animas on (B)(6) 2013 alleging the display was flashing on and off during an attempted bolus delivery. The bolus delivery was confirmed to have been completed as intended. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: during investigation, complaint of a 'flashing display' during boluses was duplicated. During testing, multiple boluses were performed. The display timeout was set for 30 seconds. During the boluses, the display timed out. The contrast level is set at '4'. The display appeared dark when timing out because of the contrast level. The text on the display screen was observed to be dim, faded and discolored. The contrast setting was set at '4'. The contrast setting was adjusted to the maximum of '10' with little improvement observed.